Event description:
Spine surgeon at (B)(6) performed c3-6 acfd with c4 corpectomy. I developed post-operative swelling, hoarseness, dysphagia which subsided after several weeks. Follow-up exams revealed non-fusion and surgeon recommended a second posterior approach. Pain returned to my hands and progressively grew worse and I developed bladder control problems as well increasing gait issues. I obtained second opinions by surgeons outside of (B)(6), who after examining images determined that there was exuberant boney growth protruding into my spinal canal and nerve roots from bmp use. I had never heard of infuse bmp before, so I requested medical records which indicated the (B)(6) surgeon in fact used bmp without my express consent. I confirmed with my medical insurance carrier that they were also not informed by the surgeon of infuse bmp use in my surgery. Had its use been disclosed, my case would¿ve been subject to clinical review and only approved for payment if the use of infuse bmp was determined to be medically necessary. I presented no medical history indicating use of infuse bmp. I now am in intractable pain, fully disabled and facing complex curative surgery in order to remove the boney growth.